Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 425 needles 30ga 7/8in bsg clear hub had excessive epoxy found on them before use. The following information was provided by the initial reporter: they received a customer complaint related to needles with ¿dripover". Our customer returned to us 425 pieces tag as defective. Your lot is 8284657.

Manufacturer narrative:
Investigation: four hundred four (404) samples and four (4) photos were provided by the customer for investigation. The four hundred four (404) samples were received in a plastic baggie without shields covering the needles; therefore, to reduce the potential of a needle stick injury the samples were not removed from the baggie and examined individually but were visually examined as a group in the baggie using unaided vision. There was epoxy drip over observed on the needle hubs in varying degrees. Additionally, four (4) photos were also provided by the customer. Two (2) of the photos show a single needle hub assembly which has epoxy drip over on the needle hub. The third (3rd) photo shows seven (7) needle hub assemblies which have epoxy drip over on the needle hubs to varying degrees. The fourth (4th) photo shows three (3) needle hubs which do not have any epoxy drip over. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Bd acknowledges that the photo shows a needle that has epoxy drip over on the needles / needle hubs. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that 425 needles 30ga 7/8in bsg clear hub had excessive epoxy found on them before use. The following information was provided by the initial reporter: they received a customer complaint related to needles with ¿drip over". Our customer returned to us 425 pieces tag as defective. Your lot is 8284657.